Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The customer reported they performed reprocessing normally, and they said no simethicone was used. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. However, it was presumed, that the foreign material may not have been removed because the device was not reprocessed properly due to a leak at the scope-cover. The event can be detected and prevented by following the instructions for use: IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited a white foreign material inside the air/water tube, the air/water cylinder, and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.